Event description:
On 08 dec 2020, it was reported from our vendor, exponent, that completes our device evaluations that on (B)(6) 2020, we received a new pdc devices for analysis that could not be tied to an open complaint. The data forms were not completed so we do not have any clinical information for these devices.

Manufacturer narrative:
Remove implant was received by exponent in dec 2020, no additional information was provided and it could not be tied to a complaint. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. The implant was evaluated by exponent following their approved pdc evaluation protocols and standard procedures under their report number pdc_rd_0020. All three pieces of the pdc implant showed damage consistent with impingement. The damage mechanisms seen on the implant are consistent with damage mechanisms seen in previously analyzed removed implants. It was confirmed that a removal took place but a reason for the removal was not provided. Implant did show damage consistent with impingement. The reason for removal is unknown. The submission is 1 of 1 devices involved in this event.